Manufacturer narrative:
Received one ias12-100lpi in an unoriginal package. Lot number was not able to be verified. Performed a visual inspection, the complaint was confirmed. The tip of the trocar was chipped. The likely cause is that significant force was applied on the walls of the plastic cannula causing the fragmentation. A DHR review cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 119 complaints, regarding 119 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs- do not use excessive downward force. Once partial entry has been accomplished, very little force is required to complete entry. Excessive force may cause injury to underlying anatomic structures. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the device ias12-100lpi, airseal 12/100mm lpi port, was being used on (B)(6) 2023 during a robotic-assisted prostatectomy procedure when it was reported ¿the tip of the port was broken during the surgery because the doctor dropped the suture needle into the body.¿. Further assessment questioning found that ¿the fragment was retrieved¿. The procedure was completed, and the current status of the patient is unknown. There was no report of injury, medical intervention, or hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
Conmed japan reported on behalf of the customer that the device ias12-100lpi, airseal 12/100mm lpi port, was being used on (B)(6) 2023 during a robotic-assisted prostatectomy procedure when it was reported ¿the tip of the port was broken during the surgery because the doctor dropped the suture needle into the body.¿ further assessment questioning found that ¿the fragment was retrieved¿. The procedure was completed, and the current status of the patient is unknown. There was no report of injury, medical intervention, or hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.